Event description:
Customer reported that the paramedics were called due to low blood glucose readings. Customer reported that they have experienced low blood glucose readings nearly three times. Customer was treated with an oral glucagon. Customer believes the insulin pump may be over delivering. Customer also reported smelling insulin and stated that the insulin penetrated through his shorts and shirt. Customer reported that she woke up while getting treated by the paramedics. Troubleshooting was performed. The drive support cap and all settings appeared to be normal. A low reservoir and bad battery alarms were noted in the alarm history. The displacement test was also performed and passed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.